Event description:
Un-reporting rupture.the patient later reported, "sliver of fluid around the implant" and "left implant is intact and has a normal contour". The device remains implanted. This record is regarding the left side.

Manufacturer narrative:
Clarification to d9: only device photos were received. Visual analysis: visual analysis of the photographs identified: seroma -late : unable to observe as it is a medical event that is not related to the device. Capsular contracture : unable to observe as it is a medical event that is not related to the device. Visibility/palpability : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
A patient reported left side "capsular contracture baker grade iii," and "left breast is now hard and has changed shape." The patient later reported, "sliver of fluid around the implant" and "left implant is intact and has a normal contour." Patient additionally reported "device is rock hard and had been very difficult to remove as it was stuck to the side of the ribs." Device has been explanted.

Event description:
A patient reported "capsular contracture", baker grade iii, "rupture" and "left breast is now hard and has changed shape". The device remains implanted. This record is regarding the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture, capsular contracture.

Event description:
A patient reported left side "capsular contracture baker grade iii," and "left breast is now hard and has changed shape." The patient later reported, "sliver of fluid around the implant" and "left implant is intact and has a normal contour." Patient additionally reported "device is rock hard and had been very difficult to remove as it was stuck to the side of the ribs." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, d6b, g1, h4, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A patient reported "capsular contracture", baker grade iii, "rupture" and "left breast is now hard and has changed shape". The device remains implanted. This record is regarding the left side.